Event description:
The customer contacted physio-control to report that their device intermittently loss power during a patient event. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome reported by the customer.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation though functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control has reported all information available at this time. Patient and initial reporter fields in which information is not provided were intentionally left blank. Physio-control downloaded the electronic records from the customer¿s device and was able to confirm that on the date of the event their device experienced an inappropriate loss of power. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device intermittently loss power during a patient event. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome reported by the customer.